Manufacturer narrative:
Date of event: unknown. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5210755. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® brand tube with sodium citrate buffer solution was broken. No serious injury or medical intervention was reported.